Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for routine generator change. It was observed that the right ventricular lead was fractured. The lead was explanted and replaced. The patient was stable.